Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. During troubleshooting a new cartridge was loaded and the pump performed as intended; no air leak was detected. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to alternate insulin therapy.